Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that on CT exam approximately 4 months later a type ia endoleak was observed. Intervention was performed to address the type ia endoleak with the implantation of a 44x44x100 valiant stent graft proximally. It was reported that the stent graft was placed perfectly, but there was an endoleak proximally either type ia or type ii endoleak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.